Event description:
Limited information reported that there were deflation difficulties with the nanocross elite 5 mm x 80 mm x 150 cm balloon, specifically that the balloon would not deflate properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state, a visual inspection of the returned device found crimp marks on the balloon bond, the device was flushed, and a 0.014¿ guidewire was loaded. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms without issue, when a vacuum was pulled the balloon would not deflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.